Event description:
It was reported that this was a procedure to treat a 90% stenosed lesion with heavy calcification and mild tortuosity in the left anterior descending artery (lad). An attempt was made to cross the lesion with two different 2.0 x 23 mm xience alpine stent delivery systems (sds) but were unsuccessful due to the anatomy and resistance with the guiding catheter. Reportedly, the distal shafts separated during advancement to the target lesion. It was decided to end the procedure and the patient will continue with medical management. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other xience alpine stent delivery system are filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported shaft separation was not confirmed. The reported failure to advance could not be replicated in a testing environment as they were related to operational context of the procedure. The reported difficulty to advance could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties to advance the device appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy and/or guiding catheter during advancement causing the reported difficulty to advance and failure to advance. The investigation was unable to determine a conclusive cause for the reported shaft separation as the device was returned and a separation was not identified. There is no indication of a product quality issue with respect to manufacture, design or labeling.na